Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that patient had a significant weight loss affecting the ipg implant site, and to address the issue patient underwent surgical intervention on (B)(6) 2020 wherein the pocket was moved to the left flank.